Event description:
Report recieved by affiliate indicated that during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa) the balloon ruptured and separated remaining in the patient. Product appeared perfect during product inspection. There were no abnormalities noted during prepping of device. The system was flushed in the usual manner. The target lesion located in the sfa had a long occlusion measuring 18mm in length. A sheath was introduced as well as the guidewire and a sub-intimal recanalization of the occluded artery was performed. A pta (unknown size) was introduced over the guidewire however was not able to cross the lesion. A second balloon (savvy) was introduced "to pass the lesion." A manual 10cc syringe was used for balloon inflation however at second inflation the balloon made a dog bone shape and burst. There was a balloon pinhole leakage observed which was reported to cause inflation/deflation difficulty. Physician was not able to retrieve balloon. Reason given was that balloon was stuck in the stenosis at the level of the sfa. Physician applied more force on the balloon catheter to retrieve the whole system however by doing so the inner balloon shaft together with the balloon marker and balloon tip got separated from the system and remained in the patient's leg. A smart stent was placed over the lesion and procedure was finished. The patient is currently in stable condition. This product will be returned for evaluation and testing.